Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, noise, high thresholds, low defib impedance, and non-capture. It was thought that there could be a connection issue in which the lead had not been fully inserted into the implantable cardioverter defibrillator (ICD) header or the lead is dislodged. A revision was completed and the device was extracted and replaced, while the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.if information is provided in the future, a supplemental report will be issued.